Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the subject device was not returned, and a specific root cause of the reported phenomenon could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Since the exact device model was not provided by the customer, olympus chose representative product bf-uc190f. This report has been submitted by the importer under this MDR report number (B)(4).

Event description:
It was reported during an endoscopic bronchial ultrasound, after biopsies were obtained on the left lung, the physician noticed ¿something did not look right¿. The physician switched to a regular scope and noticed a large full tear at the level of the right bronchus intermedius measuring about 2-3cm in size with exposure to mediastinal structures. The patient was extubated and over the course of 12 hours developed significant subcutaneous emphysema and required a repeat bronchoscopy with placement of a stent and gluing of the tear. The physician did not feel this event was related to intubation; the initial airway examination with a regular scope showed completely normal airway anatomy. It was stated that the patient was ¿doing well for the time being¿ but repeat bronchoscopies would be required and significant morbidity was noted.